Manufacturer narrative:
(B)(4).

Event description:
Procedure type: gastric bypass. According to the reporter: scrub tech idrive together, and "could not get it to work." After case, I inserted new charged battery, blue solid lights came on, but no others. Made a different noise when calibrating, like under stress. Would operate reload, but won't fire it. Only blue solid lights would come on. There was no unanticipated tissue loss. There was no tissue damage. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes. Nothing fell into the patient. Peristrips reinforcement material was used.